Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that in (B)(6) 2005 the patient presented with shortness of breath upon exertion, chest discomfort, and fatigue. Access was obtained via the right femoral artery. The lesions being treated were located in the proximal and mid left anterior descending artery (lad). A 2.5x15mm quantum maverick balloon was inflated to 18atm for 28 seconds in the proximal lad and 12atm for 39 seconds in the mid lad. A 2.75x32mm taxus express2 stent was deployed in the proximal to mid lad, inflated to 16atm for 34 seconds. A 3.5x15mm maverick balloon was inflated to 12atm for 27 seconds in the proximal lad. Medications given included: heparin, integrilin, and nitroglycerin. In (B)(6) 2006, the patient was seen for abnormal weight loss. Prostatic enlargement was identified and the remainder of the tests were unremarkable. In (B)(6) 2007, the patient presented with chest pain. An acute wall myocardial infarction with a totally occluded proximal lad was identified. Thrombectomy was performed. Ivus demonstrated excellent stent positioning. The patient experienced recurrent non-sustained ventricular tachycardia during this visit. Timi flow 3 was obtained. Medications given included: coumadin, integrilin, heparin, plavix, nitroglycerin, and nitrolin. Three days post the reintervention, the patient experience an accelerated idioventricular rhythm, patient remained asymptomatic and was discharged home.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.

Manufacturer narrative:
(B)(4).